Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific reported that after an estimated implantation period of 80 months, loss of capture was reported. The patient implanted with this right ventricular lead has a history of syncope. Device interrogation was unremarkable so the patient was fitted with a holter monitor. A review of the holter monitor data noted 12 seconds of asystole. There was no mention of intervention. An implant date was not provided.